Manufacturer narrative:
The results of the investigation were inconclusive based on the information available and the evaluation of the x-ray. The event appears may be due to the head and stem not being properly fixed during implantation. It is unknown if the patient followed surgeon's instructions for partial weight-bearing.

Event description:
One week post op, x-ray demonstrate that the femoral head disassembled from the stem and that the upper part of the thread of the stem broke off. A revision surgery was performed and the spacer was replaced with another manufacturer's spacer.